Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the luer lock became loose and insulin began leaking out. Customer was able to reconnect the luer lock and resumed insulin delivery. Customer had elevated blood glucose levels reaching 500 mg/dl.